Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#: n5j1375y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after an open cesarean section procedure wherein the patch was placed on the lower part of the uterus near the bladder after closure, the patient experienced a bowel obstruction. The device adhered onto the small bowel while still attached to the uterus. The patient had to return to theatre, which resulted in damage to the small bowel. The patient¿s hospitalization was extended, as they remained in the hospital five days post cesarean section.